Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas and reported that on (B)(6) 2018 she was hospitalized for diabetic ketoacidosis (dka). The patient reported that she woke up and the pump had not been delivering insulin because it was not powered on, and she noticed a crack in the pump. The patient reported being treated with IV fluids and other treatment unspecified and was released on the morning of (B)(6) 2018. The patient denied that other medication or issues contributed to the hospitalization. This complaint is being reported because the patient was hospitalized for dka allegedly as the result of the pump losing power due to a battery compartment crack.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump¿s black box verified a power interruption on (B)(4) 2018. During investigation, it was found that the battery compartment was cracked from the threads to the case seal. The battery cap was not returned with the pump. A test battery cap was used. The test cap was unable to fully tighten but was able to tighten enough in order to complete all required testing. No power loss was duplicated with the test cap. The original complaint of a power issue was noted in the pump¿s black box but unable to be duplicated during investigation.